Event description:
Correction: there was not any undersensing. The issue was that the p-waves were not visible with autogained egms which can't ne changed on a remote monitoring transmission.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that p-wave undersensing was noted via merlin.net transmission. Undersensing resulted in difficulty to diagnose rhythm. No further information is available.